Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and post procedure it was noted the patient "experienced a thermal injury to the small bowel from heat transmitted through the wall of the uterine fundus. Fortunately this was recognized laparoscopically at the time of surgery and steps were taken to address the bowel injury". We have been unable to obtain additional information surrounding this event.